Manufacturer narrative:
(B)(4). Approximate age of device ¿ 14 days. The device was not explanted. No additional information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that post-operatively the patient was medically managed for cardiogenic shock; other than the administration of albumin and remaining intubated and sedated, the specific medical management was not provided. No additional information was provided until 05/15/2016 when the patient was transferred from the cardiovascular ICU to the cardiovascular mcu. The patient had been on a heparin infusion until the inr became therapeutic on (B)(6) 2016 and it was discontinued; however, the heparin was restarted on (B)(6) 2016 for a sub-therapeutic inr. The patient was receiving lvad education and was scheduled for transfer to a rehabilitation unit in a few days as long as therapies were tolerated. On an unspecified date, the patient's inr was 1.8 on aspirin and coumadin. The inr goal was 2-3. On the morning of (B)(6) 2016, the nurse found the patient unresponsive. Narcan was administered and the patient was then able to repeat their name and could hold up their right hand, but could not move the left upper extremity. A CT scan showed a large hemorrhagic stroke. The stroke evolved to the brainstem with herniation and a prognosis that it was not compatible with survival due to the extent of the damage. The patient's spouse decided to withdraw support and to provide palliative comfort care. Once the patient's family was able to gather, the ventilator, pacemaker and lvad were turned off and the patient expired later that day.

Manufacturer narrative:
A correlation between the report of hemorrhagic stroke and the device could not be conclusively determined. The device was not explanted. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.